Event description:
An ophthalmic surgeon from a clinical study site reported that the patient experienced severe halos following intraocular lens (iol) implantation. Details of the patient¿s postoperative visits are provided below: (B)(6) 2026: there was no improvement in halos. The doctor recommended using artificial tears four times a day for two weeks to determine if the symptoms improve. (B)(6) 2026: follow up determined no improvement in symptoms with artificial tears. (B)(6) 2026: a hard contact lens over refraction completed for a contact lens trial to determine if symptoms improve. (B)(6) 2026: patient called stating no improvement in symptoms with contact lens trial. The doctor recommended exchanging the dominant eye lens first.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).